Event description:
The consumer reported the recharger would not locate the device anymore. There was poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was two weeks prior to the report. The last successful charge session was two weeks and a couple days. The stimulation just stopped, so the patient thought it was dead and went to recharge. However, the recharger could not find the implantable neurostimulator (ins).

Event description:
Additional information received from the representative reported she met with the consumer for a physician mode recharge (pmr) due to a confirmed overdischarge which occurred in (B)(6) 2016. The representative performed the pmr and a por (power on reset) was displayed. She was able to clear the por and the issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.